Manufacturer narrative:
The device was tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2020-02103.

Event description:
New information from the following physician's facility stated that the patient passed away on (B)(6) 2017. No other information was available.